Event description:
On pod 1 following cataract surgery, the surgery noted the lens had flipped vertically requiring additional surgery to replace the iol. Carl zeiss iol CT lucia 602. Diopter 21.5, sn: (B)(6), exp: 2026-07-31.